Event description:
Following a percutaneous transluminal/stent procedure, an angio-seal device was placed in a pt's right groin. A bolus of reopro has been given during the case, and oozing was noted around the tamper tube followed by the formation of a 4-6cm hematoma. Digital pressure was held for 20 minutes while the post placement spring was still in place. Approx 3 minutes following removal of the tension spring, the pt's blood pressure dropped from 140 to 70 systolic. Intravenous fluids were increased and dopamine and levophed were given. The pt also rec'd packed red blood cells and platelets. The pt was intubated and placed on balloon pump, following which the pt's blood pressure was noted to be in the 90s. The pt was on both heparin and reopro drips, both of which were discontinued. When the balloon pump was inserted, the stented left anterior descending was examined and found to be patent but with sluggish flow. A computer tomography scan was performed which identified a retroperitoneal bleed in the right groin. The pt's blood pressure was observed to be 110-115 systolic at that time. F/u on 5/8/98 confirmed that the pt was alert and extubated. The intra aortic balloon pump was discontinued, and the pt was scheduled for discharge the following day. As of 6/3/98 there has been no further report of complication or pt sequelae made to the MFR.